Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficulty was unable to be tested due to the condition of the returned device. The kinked pod and broken strut were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot revealed one other complaint for difficult to insert reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to insert. Although there is no indication of a product quality issue with respect to manufacture, design or labeling for the returned components, an exception has been initiated to investigate recent incidents of difficulty to insert (load) the emboshield nav6 device. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of an emboshield nav6, the filter was unable to load onto the delivery catheter pod. It was then noted that the dc pod was kinked. The device was not used and there was no patient involvement. Another nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted a strut on the filtration element support structure assembly was broken. The account was able to confirm that they noted this during the preparation phase. No additional information was provided.